Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11531, related manufacturer reference number: 2017865-2020-11532. It was reported that the patient developed an infection shortly after the implant procedure. Patient had fever and was given antibiotics. A month later the patient returned in clinic with a fever of 39 degrees celsius. Infection related to the system and implant could not be ruled out. The pacemaker and two lead were explanted. Lab results could not confirm infection. Patient was in stable condition post procedure.